Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a sub-acromial decompression, the acomionizer blade shed metal flakes into the patient's shoulder. The debris was completely flushed from the patient and a backup device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Visual assessment showed surface abrasion on the ID of the sheath. The damage is in line with the bronze bushing of the inner burr making contact with the sheath during use, which is consistent with a lateral load being placed on the burr during use. Excessive ¿side-loading¿ on the blade during use may result in wear and degradation of the inner assembly. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. The event appears to be related to use error.